Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Ivus was performed. The 90% stenosed, 3.5mm in diameter, lesion being treated moderately tortuous, non-calcified mid left anterior descending (lad) artery. The lesion was predilated with a 3.5mm non-bsc balloon, inflated 4 times to 20atms. A 3.5x28mm promus element stent was deployed in distal portion of proximal to mid lad, inflated to 12atms. The stent was fully expanded and the stent had a good apposition. The 3.5x28mm stent did not fully cover the target lesion so; a 3.0x16mm promus element stent was deployed in distal portion of mid lad, inflated to 12atms. A non-bsc guide wire was advanced to the first diagonal. Ivus found the proximal edge of the 3.5x28mm stent had good apposition. The physician advanced a 3.5mm non-bsc balloon to be used for post dilatation; however, when the physician attempted to dilate the balloon, the proximal edge of the 3.5x28mm stent had become lifted up. A 3.5x15mm non-bsc stent was implanted in the location of the stent damage. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: over 18 years old. (B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).